Event description:
It was reported that during the procedure in an unspecified coronary artery, a balance middleweight universal 190 guide wire was advanced to the target site without resistance. An attempt was made to advance an unspecified dilatation catheter over the guide wire and resistance was felt. Some force was applied to the catheter but it could not advance. The physician discontinued advancement of the catheter, inspected the guide wire, and found that the outer layer of the guide wire was peeling. The guide wire was withdrawn from the anatomy and exchanged for another unspecified guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was returned and device analysis confirmed the reported peeling on the core portion of the guide wire. The peeling of the guide wire coating appears to be related to interaction with a torque device during use. Product analysis also found a fiber embedded in the polymer, which appears to be related to manufacturing. A query of the complaint handling database was run, which found no other similar incidents for this lot. An embedded fiber on the surface of the guide wire core poses a low residual risk for a hazardous condition. Corrective and preventive actions to address this issue have been conducted per local site and department procedures and the performance of devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.